Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During insertion, impella pigtail and inlet were buried in the papillary muscle. Multiple attempts were made to reposition including pulling back into the aorta. The impella would not torque away from the papillary muscle but positioning was better without suction. The decision was made to leave in place. The patient ultimately expired on support. Medical safety review of the event noted there is not enough evidence to exclude the impella as an associated factor in the patient's (death) outcome.